Event description:
Pt called alleging that the test strips were damaged. Pt stores the test strips properly. Pt was feeling weak at the time of testing. Pt contacted md for medical advice. Customer service was unable to resolve the issue and sent pt a new vial of test strips.